Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, evaluation of the device's logs and provided picture, the following technical error codes have been confirmed: technical error 2: power error (-12 v too low) and technical error 3: power error (+12 v too low). Air gas module has been pointed as defective. The power errors shall be triggered when -12 v supply is more than -10.8 v or when +12 v supply is lower than +10.8 v for more than three seconds. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Device's logs confirmed occurrence of mentioned technical errors. The cause to the reported issue has been determined as related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).